Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier would not close onto clip. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the top left input gear was slipping, and the jaws were not closing completely. The issue was first identified when attempting to apply a clip. The issue was resolved after swapping to a backup.

Manufacturer narrative:
Based on the clipping issue with the medium-large clip applier, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier failed the clip test due to misapplication. The medium-large clip applier instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests. The medium-large clip applier could retain the clip but could not apply it. A bent grip was also found, and the tip did not align properly. The complaint regarding clip application issues was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause of bent grips is attributed to a damaged grip cable or misaligned grips. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.